Event description:
According to the reporter, while monitoring a pt with 3 lead ECG electrodes the pt's ECG and other alphanumerics disappeared from the device display. No adverse affects to the pt were reported as a result of the alleged malfunction.